Event description:
A report received from (b)64) stated an 840 ventilator experienced error code xb0069 while being used on a pt. The pt was removed from the device. There was no report of pt injury as a result of the event. Re-eval of the complaint identified the xp0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure pt alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breathe room air spontaneously, although positive pressure ventilator is no longer provided.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the software to current revision. The device passed extended self-test (est), short self-test (sst) and the performance verification test (pvt) according to MFR specs. Field action associated with this issue was issued december 16, 2013. (B)(4).